Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unk, hips-unknown-cups-unk, lot # unk. Item# unk, hips-unknown-heads-unk, lot # unk. Multiple reports were filed for this event, please see associated reports: 0001825034-2018-01644, 0001825034-2018-01646.

Event description:
It was reported that a patient is being considered for a revision due to an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Additional information was received. The femoral stem is not related to the event as previously reported. Multiple reports were submitted for this event. Please see associated reports: 0001825034-2018-01647, 0001825034-2018-01644.